Manufacturer narrative:
Customer calibration and qc were within specification. The interpretation of results section of the assay instructions for use states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained an initial discordant high atellica im carcinoembryonic antigen (cea) patient sample result. The discordant result was not reported to the physician. Per customer protocol, the sample was sent to another testing site (pls aa1). The same sample was also repeated at the customer site (pls meh) 2 days later. Both repeat results were lower than the initial discordant result. The repeat result was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the initial discordant cea result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00014 initial report on 01/07/2021. Additional information - 02/10/2021: siemens has completed investigation for one non-reproducible elevated atellica im carcinoembryonic antigen (cea) patient sample result. A siemens atellica im hardware specialist reviewed the instrument logs. The sample probe and reagent probe traces did not show any defects for cea. Potential issues that can cause an increased result with atellica im cea is wash aspiration issues, base delivery or system contamination. There was no indication in the system logs of either of these potential issues. Customer sample handling was reviewed. The sample was initially tested on (B)(6) 2020 (discordant result) and was re-spun before being repeated on (B)(6) 2020. The sample was also sent to another laboratory for testing and resulted similarly to result obtained on (B)(6) 2020 (lower results). Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible discordant result, siemens cannot rule out pre-analytical factors or a sample specific issue. Based on the information provided, no product non-conformance has been identified. Customer is operational. No further action is required. In section h6 of this report, the investigation findings and conclusion codes were updated to reflect the investigation results.